Manufacturer narrative:
H3. Product analysis determined that the returned valve patent. The valve met the requirements for patency and leak testing the valve did not meet requirements for pressure flow. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a valve/shunt. It was reported that the doctor tested the shunt on the back table with a manometer, and it worked correctly. However, they placed the shunt in the patient and tried again, fluid would not pass through the shunt. The shunt was programmed to 1.5 and had the correct pressure on the manometer to make fluid flow. The doctor was worried the valve was not working correctly. The shunt was replaced with another one, and the replacement worked correctly. The procedure was finished without any problems.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.